Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545. E1: patient city: (B)(6). Patient country: australia.

Event description:
It was reported that the patient experienced high blood glucose event on (B)(6) 2026 and treated it with insulin via manual injection. The blood glucose was high for three to four hours.